Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the damage electrode belt.

Event description:
During a review of service data, a reportable malfunction was found. Electrode belt sn 59122440 failed incoming functional testing.